Event description:
The caller stated that he meter reading were low. While trouble shooting, the customer received normal control test results of 30 and 7 mg/dl. The normal control range is 88-118 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.